Event description:
This report summarizes 14 malfunction event(s), where it was reported the device experienced brakes or steer mechanisms which were difficult to engage or disengage. There was no patient involvement.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report.

Event description:
This report summarizes 13 malfunction event(s), where it was reported the device experienced brakes or steer mechanisms which were difficult to engage or disengage. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 10 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Section h codes have been updated to reflect this. 1 device that was pending was confirmed that the customer was no longer having an issue; no defect or malfunction was found. Section h codes have been updated.

Event description:
This report now summarizes 13 malfunction events, instead of 14.